Event description:
It was reported that a white particle was found in the reservoir of an intermate lv250 device. This was observed after filling the device with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.